Manufacturer narrative:
(B)(4)

Event description:
It was reported that broken needle occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined.